Event description:
While on dialysis blood chamber from crit line cracked at the circular area. Was able to be popped back into place & was immediately changed. Part sent to hema metrics. Approximate blood loss 50cc.

Manufacturer narrative:
Summary:on 5/23/05 the dialysis clinic reported the failure of one blood chamber due to an un-bonded lens. This blood chamber and all others from the same lot were returned for failure evaluation. Results: the failed blood chamber was inspected for cause of failure. The evidence indicates clearly that the blood chamber lens was not properly welded into the blood chamber body. There were no more faulty blood chambers found in the remainder of the lot returned from. Further inspection of 10,080 blood chambers from the suspect lot indicated that the failure was an isolated incident. The manufacturer was alerted and asked to review the process and provide corrective action. The failure was determined to be due to human error. A modification to the assembly machine has been put in place to preclude operator access to rejected blood chambers and thus this type of human error.